Event description:
It was reported that prior to starting a da vinci si surgical procedure, a broken/frayed cable was identified on the pk dissecting forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Additional observations not reported by the customer were tip and pulley damages. One grip was bent, causing side to side misalignment at the tip. There was an 0.53 offset at the tips, indicating overloading at the tip. Electrical continuity testing passed. There was also an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but the tip and pulley damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.